Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. It was reported that a pediatric patient was using an adult receiver. No additional patient or event information is available. Labeling states: the dexcom cgm system is not approved for use in children or adolescents, pregnant women or persons on dialysis.